Event description:
It was reported that 2 hours into an svt procedure the patients pressure had dropped. A transthoracic echo was performed and it was noticed that the patient had developed a pericardial effusion. The event occurred at some point in the beginning of the case while inserting stryker medical reprocessed bwi diagnostic catheters. All catheters were reprocessed catheters from stryker medical. There were no ablation catheters used. A pericardiocentesis was performed. The patient was stabilized and was transferred to the ccu for observation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).